Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implants 450cc of unknown type. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with saline mentor breast implants 450cc of unknown type and experienced bilateral rippling and leaking of the breast implants. The rippling and leaking were discovered by the patient and verified by clinical examination on (B)(6) 2015. As a result, the patient had undergone explantation and replacement with gel mentor memorygel breast implant 450cc on (B)(6) 2018. This medwatch is for the right breast implant.